Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated and low blood glucose (bg) levels ranging from 50-54 mg/dl to an unspecified elevated level. The customer alleged that the pump was not delivering insulin as intended; however this could not be confirmed as the customer declined troubleshooting with tandem technical support. The customer declined to provide additional information regarding the reported issue.